Event description:
MDR made in error - duplicate.

Manufacturer narrative:
MDR made in error duplicate of (B)(4).

Event description:
It was reported that unspecified bd infusion set had air in line. The following information was received by the initial reporter with the following verbatim: it was reported by the customer that the pump failed to alarm when there was air in the line.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.